Manufacturer narrative:
Expiration date: reported as 11/20 (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked after fill. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and leakage was observed at the spike port cap. The reported condition was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.